Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the reported phenomenon was caused by the failures of dx board and dp board. Dx board and dp board were replaced at the repair department, and it has been more than five years since the subject device was manufactured. Therefore, it is concluded that the failures found were due to failure of the dx and dr boards attributed to repeated usage over a long period of time. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the video connector socket was dusty and the locking lever was loose and sticky. The patient board, video connector socket, cr board, dx board and dp board were replaced. The connector on the rear panel was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image was cut out. The user cycled the power of the device, the issue was resolved. The user completed the procedure with the device. The user then tried to prepare the device for further use, but the endoscopic image was not displayed at all. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the following: the device did not display the endoscopic image when olympus 180 series endoscope was connected. The output image from the sdi video signal was not displayed. The endoscopic image froze when olympus 190 series endoscope was connected.